Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.

Event description:
It was reported that the 2.5 x 23 mm promus stent delivery system was deployed in the lesion and post-dilated. Intra-vascular ultrasound (ivus) was performed and the stent could not be seen. The stent was found on the back table on the stylet wire. The stent had dislodged during unpacking. A 2.5 x 28 mm promus stent was used to complete the case. There were no reported pt effects. The pt condition is good. No additional info was provided. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the united states.